Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 300 mg/dl. Troubleshooting for the insulin pump was conducted and they were able to complete the rewind sequence. No significant events leading to the alarm were observed. It was also stated that the insulin pump reset and all of the settings are gone. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit passed the displacement test. However, the unit was unable to prime during the prime/compromised force sensor test and motor error alarm during basic occlusion test. This was due to a faulty fsr (gold). The motor was tested outside of the device and passed. The unit was received with a cracked case at display window corners, reservoir tube lip, battery tube threads, a missing end cap sticker, and with minor scratches on the lcd window.